Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the information available no determination can be made as what caused the patient¿s peritonitis event. At the time of this clinical investigation, there have been no reported liberty cycler/ liberty cycler set malfunction(s) or product deficiency associated with the patient¿s peritonitis event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized details surrounding events leading up to and during the patient¿s hospitalization are unknown as the hospital discharge summary was not available. The patient¿s peritoneal dialysis (pd) nurse reported that the pd effluent culture was performed but the results of the culture were unknown. The patient was treated with meropenem. The patient was discharged and continued antibiotic therapy. The patient continued pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.